Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include not pre-drilling the pilot hole when hard bone is encountered, exposing too much of the pin in the driver during insertion, and/or over-flexing the device during use. Per device directions for use, over-flexing of the device may cause breakage or cracking. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was initially reported that the pin snapped in half when it was placed in the wire driver. It was replaced with a pin from the same lot and the case was completed. It was not placed in the patient when it snapped. Follow up: the trim-it pin broke while being inserted into the bone. The pin was too short to complete the repair, so the surgeon cut it flush with the bone. Another one was used next to it to complete the repair. Procedure was a (right) hammer toe. Dos (B)(6) 2014.